Event description:
It was reported, the customer had a keypad anomaly. The customer stated their insulin pump was freezing and their buttons were rolling when attempting a bolus. Customer's blood glucose was 250 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. All buttons functioned properly. However, insulin pump had corroded keypad traces noted. No frozen screen or numbers ramping noted.